Event description:
The reporter stated that the catheter tip was sheared off and remains in the pt's spinal canal. A new lumbar catheter drain was introduced and the endovascular thoracic aortic aneurysm repair procedure was completed as planned. There have been no adverse pt outcomes related to the event to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.